Manufacturer narrative:
Due to the device not being returned for evaluation, the reported valve movement on balloon and balloon leakage were unable to be confirmed. Additionally, due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported events. There were no photographs of the affected event provided and no imaging has been made available. A device history record (DHR) review did not reveal any issues that could have contributed to the reported event. During the delivery system manufacturing process, the delivery system and components undergo multiple inspections and tests (including balloon burst pressure testing and balloon tensile testing on finished devices under a sampling basis). These inspections make it unlikely that a pre-existing damage on the balloon was present on the device before leaving the manufacturing facility. While a definitive root cause was unable to be determined for the reported valve movement on balloon, the following are patient or procedural factors that may contribute to valve movement on balloon prior to deployment: - incomplete valve alignment/fine adjustment of the valve on the balloon while in the straight section of the aorta would result in observing the valve being not properly aligned once changing views to visualize the native annulus. Non-perpendicular viewing angle while performing the valve alignment would be most likely contributing factor to this scenario. - balloon shaft not fully locked after valve alignment/fine adjust during navigation and crossing of the catheter to aortic root. Available information suggests that procedural factors may have contributed to the reported event. Due to valve movement, multiple attempts to realign the valve was performed. It is possible that this additional device handling may have damaged the balloon and subsequently resulted in a pinhole leak. The complaint was unable to be confirmed and no manufacturing/product non-conformances were identified during this investigation. No labeling or IFU/training inadequacies were identified. Review of complaint history reveals that the occurrence rate for trend categories of complaint codes ¿valve movement on balloon¿ and ¿balloon leakage¿ did not exceed the september 2016 control limits. No corrective / preventative actions are required at this time. This is one of two reports submitted for this case. Please reference manufacturer report number 2015691-2016-03137.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by our (B)(4) affiliate, post deployment blood was noted on the inflation device and the delivery system was removed. After crossing the native valve, the 23 mm sapien 3 (s3) valve ¿migrated¿ on the balloon approximately 3 mm toward the proximal side when the flex catheter was pulled back. Despite further attempts after re-alignment, the s3 valve moved again when the flex catheter was pulled back. The valve was not aligned in between the balloon markers. It was decided to proceed to valve deployment. When half of the contrast solution was ejected into the balloon, the balloon moved toward the left ventricle (lv), but the s3 valve remained in the same position. Eventually, the outflow side of the valve was inadequately expanded, resulting in trapezoidal shape. At that point, blood was noted in the inflation device and the delivery system was not used for post dilatation. Upon removal of the delivery system a pinhole was observed on the balloon shaft, in the area between the proximal end of the balloon and the flex tip. Post dilatation was performed with a 23 mm balloon catheter from another kit and the s3 valve was properly expanded. Hypotension persisted and chest compression was performed. The right coronary artery (rca) was not shown by aortography (aog). The patient developed ventricular fibrillation (vf) and electric defibrillation was performed. A percutaneous cardiopulmonary support (pcps) was introduced; the vital signs became stable and coronary angiography (cag) showed no abnormality in the coronary arteries. Echocardiography revealed that the all leaflets of the s3 valve remained open and were not moving with severe aortic regurgitation (ar); however, the vital signs were stable. Another 23 mm s3 valve was implanted in an intended position. The patient was weaned off pcps. The operating physician reviewed the cine image and stated that the first s3 valve possibly had been damaged by post dilatation since the valve seemed not to function after post dilatation. The patient¿s aortic annulus diameter measured 18.4 mm x 26.1 mm with severe calcification by tee. The sinotubular junction (stj) diameter measured 25.0 mm and the sinus of valsalva (sov) diameter measured 28.0 mm. The access vessel minimum luminal diameter (mld).

Manufacturer narrative:
Additional images (pre-op CT, procedural cine and 4 echo screen shots) were provided to edwards by the facility for internal review. Complete procedural echo images were not provided. The images were reviewed by an edwards¿s physician and the following observations were made: procedural cine: - heavily calcified leaflets. - 3 cusps aligned well. - good bav performed. - valve seen across the annulus. The valve was not aligned between markers and was more proximal on the inflation balloon. - valve deployed. The balloon inflated asymmetrically, as the distal part of stent was not on working the part of the balloon. - valve not fully deployed on aortic side. - stent post dilated with bav balloon. - valve appears fully expanded. - root shot shows pig tail which appears half way within valve, showing possible central aortic insufficiency (ai). - angiogram of right coronary artery (rca) shows vessel is patent. - angiogram of left coronary artery (lca) shows vessel is patent, some ai noted. - root shot with pig tail moving in and out of the left ventricle (likely due to the patient being on pump) showing possible ai. - another root shot with pig tail stable above valve confirming central ai. - valve-in-valve done well. Procedural echo: unable to assess images due to insufficient study (the entire tee was not provided) and unable to determine timing of when the image provided was taken. Impressions: heavily calcified leaflets, good alignment. Bav done well. The un-deployed valve can be seen across the annulus. The valve was not aligned between the markers with the valve 3-4 mm more proximal to the distal marker. No images were provided of valve alignment or reported movement of balloon when the pusher is pulled back. Despite the position of the balloon and valve, the implant was performed well. The only distal part of the valve expands is the proximal portion of the valve which was not on the working length of the inflation balloon. The balloon appears to have no issue with inflation or deflation. The valve was post dilated with edwards 23 mm bav balloon valve now appears fully expanded. An angiogram of the coronary arteries appear patent. The evaluators were unable to determine central ai from the first 2 aortic root angiograms as the pig tail catheter is seen in the valve or moving back and forth through the valve. The last aortic root angio confirms central ai. A valve-in valve was performed well. No final angiogram images were provided to assess paravalvular leak (pvl) or central ai after valve-in-valve procedure. Recommendations: when a crimped valve is not in between the markers, return to valve alignment step and realign valve to ensure between both markers. If unable to realign valve, remove entire system and use a new valve and delivery system. If the valve is deployed partially expanded, do not stop rapid pacing and use delivery system to post dilate valve completely as this is a high risk for embolization (deflate the balloon and re-inflate in correct position).